Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The site reported that when they replaced the location board tail cable, the issue was resolved and the system returned to normal operation. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information is received a follow-up report will be submitted.

Event description:
During a superdimension procedure the site reported receiving an error message that the location board component was not detected. They replaced the location board connecting cable but this did not resolve the issue so the procedure was aborted. The patient was under general anesthesia. If additional information pertinent to the incident is obtained a follow-up report will be submitted.